Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("expulsion of part of the device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) with pelvic pain, device expulsion ("expulsion of part of the device") and menstrual disorder ("persistent menstruation issues"). At the time of the report, the device breakage and device expulsion outcome was unknown and the menstrual disorder had not resolved. The reporter considered device breakage, device expulsion and menstrual disorder to be related to essure. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("expulsion of part of the device") in a 35-year-old female patient who had essure (batch no. C81741-not valid c91741) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test." In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced device expulsion ("expulsion of part of the device") and procedural complication ("insertion injury"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) with pelvic pain and menstrual disorder ("persistent menstruation issues"). Essure treatment was not changed. At the time of the report, the device breakage, device expulsion, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression, anxiety and procedural complication outcome was unknown and the menstrual disorder had not resolved. The reporter considered anxiety, depression, device breakage, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, procedural complication and vaginal haemorrhage to be related to essure. Lot number c81741 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of product technical complaint. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("expulsion of part of the device") in a 35-year-old female patient who had essure (batch no. C81741) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced device expulsion ("expulsion of part of the device") and procedural complication ("insertion injury"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) with pelvic pain and menstrual disorder ("persistent menstruation issues"). Essure treatment was not changed. At the time of the report, the device breakage, device expulsion, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression, anxiety and procedural complication outcome was unknown and the menstrual disorder had not resolved. The reporter considered anxiety, depression, device breakage, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, procedural complication and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 15-aug-2018: pfs received, event added as psychological or psychiatric problems condition: depression and mental anguish, surgery (other) type of surgery: insertion injury. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("expulsion of part of the device") in an adult female patient who had essure (batch no. C81741) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) with pelvic pain, device expulsion ("expulsion of part of the device") and menstrual disorder ("persistent menstruation issues"). Essure treatment was not changed. At the time of the report, the device breakage, device expulsion, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown and the menstrual disorder had not resolved. The reporter considered device breakage, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical records received : the product and patient information updated. The product lot number updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("expulsion of part of the device") in a female patient who had essure (batch no. C91741) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) with pelvic pain, device expulsion ("expulsion of part of the device") and menstrual disorder ("persistent menstruation issues"). Essure treatment was not changed. At the time of the report, the device breakage, device expulsion, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown and the menstrual disorder had not resolved. The reporter considered device breakage, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs was received. All relevant medical history, concurrent condition, lot number were added. Events vaginal haemorrhage, menorrhagia, dysmenorrhoea, device monitoring procedure not performed were added. Reporter information and product information was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.